Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in (B)(6) 2024, reported as "two weeks ago." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes were damaged; further described as ¿multiple cuts, gouges, or deep scratches were found on the tubing within 3 cm of the cassette housing joint¿. This was observed during inspection of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted scratches greater than 0.60mm2 on the heater line and drain line tubing and scuff marks on all tubing located above the tack weld. Leak and clear passage testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was related to manufacturing caused by the grippers during the automation assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.